Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the target area was an occluded lesion located in the narrow distal left anterior descending artery (lad) with heavy calcification. Pre-dilatation was performed. The xience prime 3.5 x 23 mm stent was implanted and a dissection was noted. The dissection was covered by implanting another stent. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.